Event description:
Ck cor-knot gun worked, but didn't release the way that it usually does. Required manual release of the handle and it was successful. It cut suture and cinched like it was supposed to just not as smoothly as usual. This pt died, but it is not believed to be related to this product. This happened during mitral valve replacement with a #33 edwards pericardial bovine tissue valve and repair of the ascending aortic dissection with hemashield #32 graft.